Event description:
It was reported the pt had aortic and mitral regurgitation. This mitral valve was explanted and replaced with a valve from another manufacturer and an sjm epic valve was implanted in the aortic position. Additional information has been requested.